Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device has early eri (elective replacement indicator). The device was explanted and replaced. It was further reported that the right ventricular (rv) lead had low impedance and an insulation break was suspected. The lead remains in use. No patient complications have been reported as a result of this event.